Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the non calcified and severely tortuous left subclavian vein. A 9.0x30x135 cm express¿ ld vascular stent was advanced to treat the lesion. However, the device was unable to cross the lesion. The device was removed from the patient and upon inspection, it was noted that stent was lifted. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the crimped stent identified that the distal edge of the stent was lifted. No other damage was noted along the entire stent. The stent and balloon did not appear to have been subjected to any positive pressure. The balloon was tightly folded and no issues existed with the balloon profile. No issues were noted with the profile of the tip. A 0.035inch size guidewire was inserted through the tip and wire lumen with no resistance noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the non calcified and severely tortuous left subclavian vein. A 9.0x30x135 cm express¿ ld vascular stent was advanced to treat the lesion. However, the device was unable to cross the lesion. The device was removed from the patient and upon inspection, it was noted that stent was lifted. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.